Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was noted on the right ventricular (rv) lead during the implant procedure, although different locations were tried.  The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.